Event description:
Pt underwent MRI of the right knee without contrast. Reportedly, during the scan, the pt complained of pain in her calves. Upon completion of the study, the pt complained of a burning feeling. The pt's skin was inspected while she was still in the department and two dime sized superficial circles were identified on the calf. The pt reported hours later that the area had worsened. Dates of use: (B)(6) 2011. Diagnosis or reason for use: MRI study.